Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Device received with cracked battery tube threads. Device passed the delivery accuracy test. The drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level at time of incident was 336 mg/dl and 575 mg/dl. The customer was treated with injection for high blood glucose levels. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer was alleging possible insulin pump under delivery. Customer alleged insulin pump was under delivering because the insulin pump won't push the insulin up to give her the insulin. Customer stated that the drive support cap was protruded. The insulin pump will not be returned for analysis.